Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 medical device problem code. A getinge field service engineer (fse) checked and replaced a new cable lead wire 1 set. Tested and working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) ECG cable cable was broken. No injury or harm reported.